Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient with complaints of visual ghosting of the left eye one month after corneal ablation treatment. It was additionally noted that the patient did not fixate well during his treatment. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Log file review revealed no indication for a product malfunction or user error. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).